Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information was requested and the customer has not responded to the request.

Event description:
The customer reported the ventilator alarmed with data acquisition pcba adc reference failed. The customer reported the unit was in use on patient, but it is not known if there was patient harm reported.

Manufacturer narrative:
The field service engineer replaced the da pcba and da to mc cable to address the issue. No parts were returned for failure investigation, therefore the root cause of the reported issue could not be identified. The determination could not be made that the device failed to meet specifications.

Event description:
The customer reported the ventilator alarmed with data acquisition pcba adc reference failed. The customer reported the unit was in use on patient, but it is not known if there was patient harm reported.